Event description:
Cutting slot broke off.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted cutting guide confirmed the one of the two cutting guide bridge washer components was no longer attached to the bridge component. The root cause is being attributed to wear out. The instrument has been subjected to heavy usage. Based on the investigation determination of wear out as the root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.